Event description:
Informant stated that during a laminectomy procedure, the upper jaw of an ivd rongeur fractured and separated from the shaft of the instrument. The surgeon spent approx 15 minutes retrieving the broken jaw and searching for other debris.